Event description:
Per plaintiff profile form (B)(4): attorney alleges that the patient had pain and hernia recurrence. Per medical records: on (B)(6) 2015 - patient was diagnosed with recurrent right groin incisional hernia thereby underwent open repair with the implant of perfix plug (device #1) and dart mesh (device #2). Per operative notes, ¿the incisional hernia was identified and a small dart plug mesh (device #2) was placed in the internal ring superior to transversalis and inferior to ilioinguinal ligament. A synthetic mesh was trimmed and placed under external oblique fascia. An obvious fascial defect with protruding peritoneal fat was identified, repaired using trimmed perfix plug (device #1). Then, the synthetic mesh was placed over this and secured to the pubic tubercle and ilioinguinal ligament with sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia and right groin pain thereby underwent robotic assisted laparoscopic repair with the explant of perfix plug (device #1), dart mesh (device #2) and implant of bard soft mesh (device #3). Per operative notes, ¿encountered both groin plugs and a small hernia noted in the femoral space. The medially placed groin plug (device #1) was excised from the left peritoneal pocket. Then, plug (device #2) which placed in the indirect space was excised, found attached inferior epigastric vessels on the right underlying plug. Recurrence also noted in the indirect space, a piece of bard soft mesh (device #3) placed covering all three hernia defects in the right pelvic floor and sutured.¿ attorney alleges that the patient had pain and hernia recurrence.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 year 1 month post implant of dart mesh, patient was diagnosed with adhesions, pain and hernia recurrence thereby underwent repair with removal of the mesh. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This emdr represents the mesh ¿dart (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.